Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. The balloon was inflated three times at 6 atmospheres for 5 seconds. However, on the fourth inflation at 6 atmospheres for 5 seconds, the balloon ruptured near the tip. The device was removed, and the procedure was completed with a different device. There was no patient complication nor injury reported, and the patient condition was good.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Initial reporter address 1: (B)(6).